Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) gets hot when it is turned on, does not charge properly and appears to be cracked.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event and battery issue. No lot release records were reviewed, as the product lot number was not provided.